Event description:
When the device was used during a deep anterior resection the instrument did not staple. According to the surgeon the device did not have staples in it. The case was completed with sutures without pt consequence.